Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-sep-2023. The information includes a correction to the 3500a initial report that was submitted on 17-aug-2023. [Additional information]: on 12-sep-2023, the china team confirmed with the cerenovus sales representative via phone that the stent component was still attached to the delivery wire. It was reported in the 3500a initial report that when the stent was removed from the patient, it was no longer on the delivery wire. The china team confirmed with the sales representative that the stent component was still attached to the delivery wire when it was removed from the patient. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00574 and 3008114965-2023-00575. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. It was reported in the 3500a initial report that when the stent was removed from the patient, it was no longer on the delivery wire. The china team confirmed with the sales representative that the stent component was still attached to the delivery wire when it was removed from the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31018681) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00574. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported a patient presented with a middle cerebral artery aneurysm underwent a stent-assisted embolization procedure; during the procedure, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7632762) became impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31018681) and could not pass through. The physician removed both devices from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that a continuous flush had been maintained through the microcatheter. No other device went through the same microcatheter prior to the issue encountered with the stent. There were no visible kinks nor other damages observed on the microcatheter. When the stent was removed from the patient, it was no longer on the delivery wire. The stent / stent delivery system did not appear damage. Nothing unusual was noted about the system prior to use. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212), and the replacement microcatheter was another prowler select plus microcatheter (606s255x). There was no negative patient impact or complication as a result of the reported issue. There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00574 and 3008114965-2023-00575. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe. After flushing, a 0.018-inch guidewire was introduced into the device and the guidewire was advanced. It could be advanced until it exited out from the distal tip of the microcatheter without any noticeable resistance. A review of manufacturing documentation associated with this lot (31018681) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported in the complaint regarding the microcatheter being obstructed was not confirmed since the device performed as expected. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00574 and 3008114965-2023-00575. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.